Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the device was in backup operation prior to distribution. The reported field event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a bus error. After the device was restored from backup mode all testing found the device to have normal function. The backup operation could not be reproduced. The cause of the reported event could not be determined.